Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital due to low blood glucose (bg) level of 50 mg/dl, a neuroglycopenic seizure, and a "separated" tongue. Cause for low bg was unknown. Customer alleged the control iq software did not function as intended, however upon review it was found that the control iq feature was working as intended. Customer consumed carbohydrates to address bg, and was treated with intravenous fluids of saline and unspecified medications while in the hospital. Customer was released from the hospital on november 27, 2022 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.